Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a device change-out procedure. During the pre-procedure device interrogation, it was revealed that the right ventricular lead exhibited high, out of range pacing lead impedance values. Also, high capture threshold was observed. During the procedure, the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable and discharged post procedure.